Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/09/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported (translation): very often, impression that the trocars are clogged. It is difficult to inject into the vials. This happens with any substance. Not all trocars have the same defect but it remains frequent. We have kept a defective example.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct model number (d4) provided in the initial MDR 3014312726-2024-00310. The previously reported model number was incorrect. The correct model number is 111815.